Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Event description:
It was reported that the lens was exchanged due to becoming opaque.

Event description:
There was no reported problem with the lens and it remains implanted in the patient's eye. This report refers to the lens implanted in the patient's left eye.

Manufacturer narrative:
Based on the additional information received, this event does not meet reportability criteria.